Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery charge was noted to be depleting quickly, causing the pump to subsequently shut off unexpectedly. The customer's blood glucose level was 267 mg/dl. The customer administered a manual injection. Multiple attempts were made by tandem technical support to follow up with the customer, however no response was received.